Event description:
Instrument jammed during remobilization. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The investigation has shown that both threads inner and outer turns are badly damaged. The instrument was manufactured according to specifications. No product fault was found. This complaint has been determined to be invalid. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA.